Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer is not giving good reproducibility on the ca19-9 assay for two patients. The results provided were: pt#1 = (B)(6) 2013 492 / (B)(6) 2014 767 / 1074u/ml; pt#2 = (B)(6) 2014 308 / (B)(6) 2014 = 456 / 802 / 848u/ml. The customer stated the instrument was performing acceptably. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Suspect medical device #4. - changed lot # from unknown to 31203m500. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, accuracy testing, and a review of labeling. The customer reported poor reproducibility for ca19-9 results for a patient sample when testing with lot 31203m500 of architect ca19-9, list number 2k91. There were no customer returns available. A review of (B)(4) complaints identified normal complaint activity for this issue and lot 31203m500. Accuracy testing was completed using retained kits of lot 31203m500. All acceptance criteria were met, which indicates that lot 31203m500 is performing acceptably. A review of labeling shows adequate discussion of how to address inconsistent results. There was not enough information to reasonably suggest a malfunction. The investigation results show that there is no product deficiency and that the architect ca 19-9xr reagent lot 31203m500 is performing as intended. No additional issues were identified; no further action is required at this time.